Event description:
Sorin group deutschland rec'd a report that the s5 cardioplegia sensor module was not counting volume during set up. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 cardioplegia sensor module. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group rec'd a report that the s5 cardioplegia sensor module was not counting volume during set up. There was no pt involvement. The cardioplegia sensor module was returned to sorin group USA for eval. During testing at sorin group USA the reported issue could not be reproduced so the unit was forwarded to sorin group deutschland for further eval. The investigation is ongoing. A f/u report will be sent when the investigation is complete.